Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low and fluctuating impedance and oversensing. Atrial oversensing and muscles stimulation were observed on the right atrial (ra) lead. It was noted that part of the ra lead wire was thin, like crash near the costoclavicular ligament. The ra lead was reprogrammed and remains in use. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.